Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one broviac s/l catheter was returned for evaluation. Visual, microscopic visual and tactile and functional evaluations were performed. The investigation is confirmed for leak and circumferential split as a circumferential split approximately 2mm from the distal end of the luer and a compound split approximately 4mm from the distal end of the luer. The edges of circumferential observed approximately 2mm from the distal end of the luer were jagged and two distinct compound splits were observed approximately 4mm from the distal end of the luer and were radially adjacent to each other. The edges of the these splits appeared jagged. During functional testing, a leak was noted from the circumferential split upon infusion. Based upon the available information, the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023). H3 other text : see h10.

Event description:
It was reported that some time post chronic catheter placement, the device allegedly leaked at the level of the hub while flushing. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2023). Device pending return.

Event description:
It was reported that some time post chronic catheter placement, the device allegedly leaked at the level of the hub while flushing. There was no reported patient injury.